Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer biomedical engineer replaced the inspiratory flow sensor and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed 'inspiratory flow sensor failure', this error would prevent the initiation of mechanical ventilation. There was no report of patient involvement.